Event description:
On (B)(6) 2010, the patient's wife reported the display of the infusion device was faded and missing digits. She stated the display is no longer "crisp and black" and there are lines running through the digits and letters making it difficult to read. The patient changed the battery and was unable to resolve the issue. He stated when he inserted the new battery he had to correct the time and date, which he has never had to do previously. The infusion device has not been dropped or exposed to moisture. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.